Manufacturer narrative:
(B)(4) advancer. The analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during the first firing sequence causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The remaining four clips were conforming according to our manufacturing specifications and then, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip could not be fed into the jaw properly and the device could not function properly. Another device was used to complete the case. There were no adverse consequences to the patient.